Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing). This occurred during the initial drain cycle of peritoneal dialysis (pd) therapy. The patient stated that the patient line was not fully primed before the patient connected. The technical service representative assisted the patient in clearing the alarm and advised to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.